Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to unspecified reasons. The prosthesis was explanted and replaced with another of the same model. There were no patient complications reported. Attempts to obtain additional information were unsuccessful.